Manufacturer narrative:
(B)(4). Unresolved 510(k) k032426. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient was allegedly treated for history of pulmonary embolism and claims to have received an implant on (B)(6) 2010. Patient is alleging bilateral lower extremity deep vein thrombosis with thrombolysis, shortness of breath, swelling, pain, and other continuing sequelae.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "bilateral lower extremity deep vein thrombosis with thrombolysis, shortness of breath, swelling, pain, and other ". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU.